Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced a high blood glucose incident on (B)(6) 2017 with blood glucose of 500 mg/dl at the time of the incident. The customer was not wearing the insulin pump during the incident, as their doctor had told him that he was using the wrong type of insulin. Troubleshooting was not completed as the customer declined. Customer was also calling for assistance with rewinding the pump so they can complete a set change. The insulin pump will not be returned for analysis.